Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an overdose. The patient was admitted to the emergency room. The patient was unresponsive but not intubated. A femoral line was placed. The patient was receiving 327 mcg/day of lioresal (2000 mcg/ml) via the device system; it was turned down at midnight. The next day, the patient was in the ICU and was doing well. The pump dose was back to 96 mcg/day. They were unsure what caused the overdose. The pump was last filled on (B)(6) 2011 and no other programming had been done since then. The pump was accessed on (B)(6) 2011 and the volumes were accurate. The logs were okay. A (B)(6) study was done and was successful. The physician was planning to consult with another physician regarding the case. Additional information has been requested, a follow-up report will be sent if additional information becomes available.